Event description:
The sales rep reported, "following a problem with the dmi shoulder prosthesis at the hospital, the broken screw and the glenosphere screw were noted intraoperatively." In addition, the customer reported, "mobilization of glenosphere plate + functional degradation following a fall in (B)(6) 2022- 1 broken screw glenosphere screw broken in central screw difficulty in extracting broken screw fragment, preventing extraction of plate fragment extracted using microsurgical forceps". Patient also required antibio-therapy due to the revision surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Correction - please refer to g1 manufacturing site for devices, h6 (device, clinical codes). After through investigation and review of images received, this device, catalog # dwj530 was found to not have been broken. Therefore, this device is now deemed concomitant as it did not contribute to the reported failure. Therefore, this complaint is closed without further investigation and MFR report # 0001649390-2024-00048 is to be cancelled. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
The sales rep reported, "following a problem with the dmi shoulder prosthesis at the hospital, the broken screw and the glenosphere screw were noted intraoperatively." In addition, the customer reported, "mobilization of glenosphere plate + functional degradation following a fall in (B)(6) 2022- 1 broken screw glenosphere screw broken in central screw difficulty in extracting broken screw fragment, preventing extraction of plate fragment extracted using microsurgical forceps". Patient also required antibio-therapy due to the revision surgery.